Event description:
Follow-up information revealed the patient's ipg was replaced due to the patient also had to recharge the device more frequently.

Manufacturer narrative:
This ipg serial number was included in a field advisory. (B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient was unable to establish communication between his ipg and external devices. Subsequently, the patient underwent surgical intervention on (B)(6) 2016, where the ipg was explanted and replaced.